Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (500mcg/ml at 175mg/day) via intrathecal drug delivery pump. The indication for use was noted as traumatic brain injury (tbi). It was reported that infection occurred with subsequent explant and re-implantation. No environmental, external, or patient factors were reported to have caused this issue. The old pump was explanted on (B)(6) 2019 and the catheter remained implanted. A new pump and catheter was placed. It was unknown if the issue was resolved. The patient was "alive - no injury." The date of the event was (B)(6) 2019. There were no further complications reported at this time.